Event description:
It was reported that the cart wheels are broken. The account reported that all four wheels to the cart are wearing due to use. This causes friction making the cart hard to push. Due to this, one wheel broke, which caused instability and resulted in the cart tipping on to a staff member. The staff member sustained minor bruising. No other injuries or complications occurred.